Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was not confirmed. Date of event is unknown. Based on the results of the investigation, stress problem was identified; however, cause was not established. Therefore, root cause could not be identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the resection sheath to the service center for a separate issue. During the device analysis, the service repair technician indicates that the ceramic tip broke was found. There was no patient involvement.